Event description:
It was reported that: "spike on reduction clamp digs into the bone too much."

Manufacturer narrative:
Device was not returned for investigation. If the device or additional information becomes available, it will be submitted on a supplemental report. This complaint was reported as an eps (early product surveillance) case with a dedicated feedback form. The feedback is concerning general possible improvement possibilities of the new variax clavicle system.